Event description:
The customer reported that the system displayed a communication failure error message and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The connections were reseated on the isolation transformer and the power plug. The power supply one connection was seated and the voltage was adjusted. Also, the calibration data was reloaded. The system was tested and found to be working as intended and put back into service.